Event description:
It was reported that the ventilator failed the pre-use checks tests. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. A maquet field service engineer (fse) was dispatched to investigate the reported issue. The o2 gas module was replaced, and the ventilator was returned to service after passing functional and safety tests. No parts were returned for further investigation. As a result, the root cause for this failure cannot be established from our evaluation.

Event description:
(B)(4).